Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment. Customer's blood glucose was 457 mg/dl. Customer also reported that insulin pump shut off and when battery was changed display screen flickered and pump had a loud constant tone. Customer was advised that insulin pump would need to be replaced.